Event description:
It was reported that there was an infection. It was noted that actions required as a result of the event included explant. It was noted that the patient was in the ER on (B)(6) 2014 with redness and pus leaking from the scalp incision. It was noted that implantable neurostimulator (ins) site in the chest was also red. It was noted that it was determined to likely be an infection. It was noted that the doctor took the patient to the operating room and removed the entire system on (B)(6) 2014. It was noted that there was drainage and incisional wound opening. It was noted that it was unknown what type of infection it was. It was noted that there was redness. It was noted that the location of the symptoms were at the device pocket and lead extension connection location. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information received reported that there was a scab over the incision was red and indurated. It was noted that the outcome was an ongoing event. It was noted that the patient was given antibiotics. It was noted that the etiology was at the burr hole site. It was noted that the event was unlikely related to the device or therapy. It was noted that the event was possibly related to the implant procedure. It was noted that signs and symptoms included purulent drainage from the point of incision. It was noted that the severity was moderate. It was noted that the event resulted in in-patient hospitalization.

Event description:
Additional information received reported that the entire dbs system was removed due to infection. The date of re-implant was yet to be determined. The outcome was reported as resolved without sequelae on (B)(6) 2014. Interventions included antibiotics, including vancomycin 1250 mg. Surgical observation results showed purulent material surrounding implantable neurostimulator (ins) site, lead, and extensions.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0dyx5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).